Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. It was not reported if the patient was treated for this event. At the time of this report, the patient was discharged from the hospital and had recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.